Event description:
It was reported that the device was fractured and remain unretrieved. A rotawire drive was selected for use. During the procedure, it was noted that 1cm of the distal tip broke off and left inside the patient. The procedure was completed. There was no patient complications reported post procedure.